Manufacturer narrative:
Results: damage sheathing, loose power prongs.

Event description:
It was reported by service report that the bed had intermittent power. No patient involvement or adverse consequences were reported.